Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the dependant patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and defibrillation lead became asystolic due to oversensing which inhibited pacing. The duration was unknown. It was later reported by a physician that the patient had either ventricular oversensing issues or ventricular capture issues with periods of an escape ventricular rhythm at 20 beats per minute. The representative could not locate electrogram documentation of this. The device was programmed to electrocautery mode with specific right and left ventricular outputs programmed. There was instruction not to program out of these parameters. The representative noted upon arrival that the patient had ventricular capture in ddd 70ppm. The patient was taken to the catheterization laboratory where a temporary pacing catheter was placed. The patient was then taken out of electrocautery mode and the leads were systematically tested. The pace/sense portion of the right ventricular lead consistently showed an impedance of >2000 ohms. The shock impedances were normal as well as measurements of the other implanted leads. The physician concluded that only the pace/sense portion of the right ventricular lead was affected. The pace/sense portion of this lead was surgically abandoned with suspect of fracture and a non-boston scientific lead was successfully implanted with good measurements.